Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2011-05323. It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous mid right coronary artery. A 15x1.50mm apex flex balloon ruptured on the first inflation. Then a 15x2.50mm apex balloon also ruptured on the first inflation. The procedure was completed with another device. No patient complications were reported and the patient's condition is okay.